Event description:
Voluntary medwatch received states that patient's lead exhibited r wave amplitude variation. The patient status was unknown.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5119558.